Event description:
The user facility reported that during a thrombectomy, the angio-seal 8f artery closure system was used. Implantation was not successful, because the anchor remained in the insertion sheath and did not slide out. As a result, the entire system was withdrawn without anchoring. The effect of the defective system was difficult to achieve hemostasis and significant blood loss in the patient, over 250 cm. Hemostasis was achieved only after the use of a specialist axiostat hemostatic sponge and using manual compression. The procedure was successfully completed, and the patient was transported to the ward in a stable condition. The system was prepared correctly. Before use, angiography was performed. An 8f femoral artery introducer was used to perform the procedure. Arterial access performed under ultrasound guidance. There were no problems with arterial access, sheath, guidewire or catheter. The event occurred during use on the patient/during placement.

Manufacturer narrative:
E3: occupation: unknown healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angioseal device was returned to terumo medical corporation for assessment. The returned device included the hemostasis sheath, carrier tube, guidewire, arteriotomy locator and packaging. The device was visually inspected and found to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated, rear locked, and the anchor visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position, then set to the fully rear locked position. The anchor deployed and posted properly to the tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. The anchor, suture, collagen and tamper tube deployed from the device successfully. The complaint can be confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely root cause was determined to have been an obstruction to the anchor posted to the tip of the hemostasis sheath. The device history record review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits of the hazard based risk table (hbrt).